Event description:
The writer received a call from a (B)(6) representative, whom was reporting a customer reported condition. The facility representative reported a colleague device with failure code 16:336. This condition occurred during patient use in the burn unit of the facility. There was no patient injury or medical intervention necessary according to the facility representative. The therapy was stopped for 8 to 9 minutes and device was swapped out. It is unknown what medication was being infused to the patient. There was no other information available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The notification received for the sapphire study indicated that this patient was admitted for carotid artery stenting. The target lesion was a 90%, 25mm lesion in the proximal right carotid artery. The lesion was described as moderately calcified and severely tortuous. A 5mm angioguard device was advanced to the target site but the physician was unable to advance the device across the lesion. An ev3-spiderfx was successfully used to cross the lesion and was deployed for distal embolic protection during stenting. Three precise stents were implanted without complication, a 7.0 x 40mm, a 5.0 x 520mm and a 6.0 x 20mm. The following day the patient experienced a sudden onset of dysarthria, which resolved completely in less than 24 hours. This was diagnosed as tia. The patient was discharged in stable condition four days later. The patient was re-admitted to the hospital with multiple stroke like symptoms approximately two days after being discharged. These deficits lasted <24 hours with full recovery. This was coded as a hemorrhagic stroke. Upon review the neurologist noted these symptoms to be secondary to a hemorrhagic transformation of the previous cva and not a new stroke.

Manufacturer narrative:
(B)(4).the reported condition of a colleague infusion pump with failure code 16:336, which interrupted a patient infusion, cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made.